Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field representative that a device check was performed. There were no episodes recorded on the day of the event that would explain the loss of consciousness. The ICD was found to be operating normally. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a loss of consciousness and was in the hospital. A field representative contacted boston scientific technical services (ts) to request the last upload from the patient's remote monitoring system to help determine the reason for the syncopal event; however, the ts consultant discussed that the physician would have to request this information directly. No additional adverse patient effects were reported. At this time, the ICD remains implanted. The reason for the loss of consciousness was not provided.